Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nose and ear infections, hearing loss. The patient has alleged that the device will not turn on and is not functioning. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 20, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused nose and ear infections, hearing loss. The patien has alleged that the device will not turn on and is not functioning. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a bright coloured contaminant on the top enclosure and an unknown dark contaminant on the bottom enclosure, front panel, and rear panel. Keratin-like substance was observed in the blower box. Potential liquid ingress was observed on the blower and blower box. A dust-like contaminant was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer cannot confirm the complaint of the device not turning on or functioning. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Unable to address the patient's symptoms. Section b1 was corrected for product problem. (The product problem and adverse event was checked in the previous MDR. Section h1 was corrected changed from serious injury to malfunction.